Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, charger will not power up and therefore was no output voltage. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was resetting.